Event description:
A garbin evo linde ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the garbin evo linde device at the third-party service center, ventilator inoperative errors were discovered in the device's event log. The technician recommended replacing the device's display board to address the issue. Additionally, the device's system board needs to be replaced to address an evt_mcl_foc_shutdown error code. The blower assy, machine flow sensor and in-line filter prox are contaminated, fio2 door is cracked. Due to the 4 year preventive maintenance procedure, muffler assembly, air foam inlet filter, and particulate filter will be replaced. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.